Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had a keypad anomaly. The up arrow button was stuck. The insulin pump alarmed unexpected restart. Customer's blood glucose level was 417 mg/dl. She was trying to bolus but the numbers kept scrolling. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm noted. No unexpected numbers ramping/scrolling on their own noted. Pump passed the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump had cracked case at display window corner, reservoir tube lip, belt clip slot, stained end cap sticker, address/serial number label, minor scratched and cracked display window.